Manufacturer narrative:
The reported loss of communication was confirmed in the laboratory and was due to low battery voltage. The battery was replaced and the device was tested in the automated system; no anomalies were detected. The battery was sent out to the vendor for further evaluation. No anomalies were found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced.